Event description:
It was reported to philips that the operational check failed. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the operational check fails. There was reportedly no patient involvement. The authorized service provider evaluated the device. The asp found the therapy test was getting failed during operational check. The high voltage capacitor needs replacement. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.